Manufacturer narrative:
Continuation of d10: product ID 37751, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger doesn't seem to want to go into charge mode. The recharger is fully charged. When they hit the green button there is a whole lot of nothing. The only thing that happens is when they hits the green button the screen lights up and they get the volume indicator and the thing at the top to show it is charged. If they plug it in it will change screens to that charge thing ,and when they unplug it they gets three beeps and it just shows the charge level. The issue started today, but he thinks something happened maybe a couple weeks ago but the issue resolved. They played around with it a bit and all of a sudden it started and wanted to try and connect to the battery. Now hitting the button never tries to do anything. It just stares at you. The green pad has come off so they can see the button itself. The button makes a dull thud when you press it. It sounds way different than the other two buttons on the board. They tried doing a hard reset with the antenna on and off and it didn't resolve the issue. The patient's implanted neurostimulator battery is low. They noticed yesterday when they had 50% or 25% charge in the implant. An email was sent to the repair department to replace the device. They mentioned historical event of the stimulation shutting off a couple times in past.

Event description:
Additional info received from patient that the ins is not turned off, the recharger would not connect to the ins, and replacement device resolved the issues.

Manufacturer narrative:
Continuation of d10: product ID 37751, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.